Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 1 controller board shorted out and caused the other drawers to not work. A field service engineer (fse) confirmed that the same card had been replaced approximately one to two weeks earlier in the same drawer, but it was found to have failed again. The controller board was replaced once again, and after installation, all drawers were tested and confirmed to be functioning properly with normal operation restored. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer failed and could not be recovered. The customer attempted to reboot the station and performed storage recovery; however, the issue remained unresolved. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.